Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: 688n030005. Hours of operation: 5323. Further information: n/a. Investigation results: history inspection: the alarm history files were read out and analyzed. The device history files from 2024-05-08 were investigated. On 2024-05-08, a pressure alarm stopped the therapy. Until the pressure alarm 32.17ml were infused in 27 minutes using a bd plastipak 50ml syringe. The settings were: flow rate 72ml/h, time 30minutes, vtbi 36ml. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were missing. The device shows age related signs of wear and tear and two visible damage was found at the rear left of the upper and lower part of the housing. Dried liquid residue can be seen in the area of the front, syringe holder and in the p2 connection. Functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,36%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: to investigate the inside of the device, only the upper housing was removed. It was found that there was a lot of fluid residue in the device. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: the upper and lower part of the housing and p2-plug should be replaced.

Event description:
According to the event description: patient should have 30-minute infusion of ceftriaxone with the syringe pump. The syringe contained 36 ml of medicine and the lines were pre filled. Infusion took 30 minutes and the patient had received his dose by then, but the pump alerts that the pressure is too high, noticed the syringe was empty. According to the pump, approx. 4ml of medicine had yet to go to the patient. Tried the functionality of the pump with a colleague again and with the 50ml syringe it behaved the same way, it would give an infusion 3-4ml more than it should. According to the customer used ops 50 ml syringe.